Event description:
In 2004, the patient was implanted with 3 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm that measured 4.5 cm. In 2005 (exact date unknown), the patient received a computed tomography at which time the aneurysm was stable. In 2009, the patient received a computed tomography which revealed aneurysm enlargement with no endoleaks. The following month, the aneurysm measured 7 cm and the patient was converted to open repair. Only pieces of the grafts were explanted. The remaining pieces were sewn into the patient's aorta. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the images by gore imaging services revealed contrast in a couple of sets of lumbar arteries and in the inferior mesenteric artery; however, there did not appear to be any contrast pooling in the sac. A review of the partially explanted devices is being conducted.